Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged and an incorrectly formed staple unable to release from the device. The stapler was received with 38 staples left in the cover block. First, the trigger cycle was completed , and the incorrectly formed staple was able to properly form and release from the device. Functional inspection was then performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin foam pad. All three staples fired were able to engage and close into the simulated skin foam pad. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "clip jammed" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that the staples jammed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product visistat 35w 6/box, lot# 73f1700489 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples jammed.